Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient presented with shortness of breath. Implantable pulse generator (ipg) interrogation was performed and noted there were intermittent atrial undersensed events. It was further reported the device was in and out of mode switching and resulting in tracking every other atrial event at/near the upper tracking rate. The ipg and right atrial (ra) lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.